Event description:
A healthcare facility in (B)(6) reported, via a distributor, that an rt116 adult anaesthesia circuit kit contained an incorrect y-piece and that the pressure line also appeared to be missing. This event was detected prior to patient use and connection. No patient consequence was detected.

Manufacturer narrative:
(B)(4). This is an event that was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt116 anesthesia circuit had been discarded by the hospital. Our analysis is therefore based on the event description and analysis of previous complaints of a similar nature. Results: the hospital reported that an incorrect y-piece, namely one without a pressure line port, had been packed with the breathing circuit kit. In addition, it was further reported that the pressure line was missing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is most likely that operator assembly error has resulted in an incorrect y-piece connector, namely one without a pressure line port, having been connected to this breathing circuit as well as the omitted pressure line. Standard operating procedures (sops) have been put in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. No patient consequence occurred as a result of this event. (B)(4).